Manufacturer narrative:
The sample was submitted for investigation. Upon further investigation of the patient sample, an interference against the streptavidin component of the reagent was confirmed. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The investigation did not identify a product problem.

Manufacturer narrative:
The e801 analyzer serial number was (B)(4). The competitor method was abbott. The sample was requested for investigation.

Event description:
The initial reporter complained of discrepant high results for 1 patient sample tested for elecsys dhea-s (dhea-s) on a cobas e 801 analytical unit compared to a competitor method. The initial result from the e801 analyzer was > 1000 ug/dl. The sample was sent to two external laboratories using the same competitor method and the results were approximately 230 ug/dl. The repeat result on the e801 analyzer was > 1000 ug/dl. On 25-apr-2024 the sample was repeated on the e801 analyzer and the result was > 1000 ug/dl with a data flag.